Event description:
It was reported a malfunction alarm was reported by the customer, specifically displaying malf 5.there was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur. Customer was advised to continue using the pump and to call back if any issues reappear.